Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h4, h6, and h10. Corrected information is reported in d9. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusions the definitive root cause of the reported event could not be determined. Based on the available information the following is presumed: the product was manufactured prior to the power switch design change countermeasures, it is presumed that the power switch was damaged (does not function) due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. In addition, the failure has been confirmed from the repair inspection result.

Manufacturer narrative:
The device was returned to olympus. The power switch mechanism was confirmed as broken. The old version main switch was damaged and required upgrade to new version. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The power switch mechanism on the evis exera iii video system center video processers is broken and would not toggle on and off. No patient harm or injury occurred due to this malfunction.